Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the gap in the adhesive could not be determined. It is possible that the gap was caused by user handling errors or wear and tear. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered upon inspection that the device had a gap in the adhesive on the distal end of the device, through which stain had entered the lens; there was additionally a gap between the ultrasound probe and the acoustic lens. The following additional findings were also noted: detachment of bending section cover adhesive, buckling of the connecting tube, and bending angle in the down direction not meeting the specified value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
When the customer¿s evis exera ii ultrasound gastrovideoscope was received in for a routine device inspection, it was discovered upon inspection that the device had a gap in the adhesive on the distal end of the device, through which stain had entered the lens; there was additionally a gap between the ultrasound probe and the acoustic lens. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation of the device in receipt inspection.